Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of 19apr2026 was downloaded and reviewed. Review of the cloud data confirmed that a bolus of 8 u was programmed and delivered. The cloud data showed that this bolus was based on a carb entry of 200 g. Without log files, it cannot be determined if the controller was interacted with to program and confirm this bolus. The exact cause of the reported uncommanded bolus could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 controller delivered 8 units of insulin without user interaction at approximately 22:04 the previous night ((B)(6) 2026). The 8 units of insulin was logged as a correction bolus with ¿carbs manual¿ shown, and glucose listed as not available. No medical assistance was required due to the event.